Manufacturer narrative:
Analysis of programming history

Event description:
It was noted that while performing a battery life calculation for the patient's vns m101 pulse generator a computer software anomaly occurred that change the vns generator's settings to output current= 1 ma/ frequency= 20 hz/ pulse width= 500 sec/on time= 30 sec/off time= 60 min. The vns generator was then adjusted a day later to output current= 0.25 ma/ frequency= 20 hz/ pulse width= 250 sec/on time= 30 sec/off time= 3 min.